Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used for a bile drainage procedure on a male pt, (B)(6). During the procedure, as the inner catheter was retracted to release the stent, the catheter stretched. As a result of the stretched catheter the stent was unable to be deployed. The device was removed from the pt and the procedure was completed with a mrcus medical stent. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
These codes were selected by the manufacturer based on info provided by the user facility. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).